Event description:
The plaintiff's attorney alleged that the decedent experienced an overfill/increase peritoneal volume (iipv) event and subsequently expired on (B)(6) 2012 after the use of the product.